Event description:
During the procedure, it was reported that the pipeline did not fully open and was removed from the patient. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).